Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported that the patient was in the hospital 4 days and nights on a respirator and in the hospital for over a week. Per the patient no one would come to decrease the pump it meds until finally someone did come and take care of the meds (turned it down). This occurred a little over a year ago in 2015. The patient stated that she came home but was "not straightened out yet" so the patient had to go back to a different hospital and was ok now.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and post laminectomy pain. The patient's medical history and concomitant medications were not reported. The patient had an episode of overdose around (B)(6) of 2015 where she had to be taken by ambulance to the hospital. The patient felt this had to do with the management of the drugs in the pumps. The overdose has since resolved. Additional information has been requested regarding the relationship of the overdose with the device, therapy and/or procedures, diagnostics performed, actions/interventions taken, and the cause of the overdose, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.